Event description:
It was reported that the pump showed force sensor test. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good condition, no signs of external damage. Event history log (ehl) showed force sensor test. At power up, the reported problem was duplicated; force sensor values were out of specification, force sensor came out of calibration. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: replaced force sensor as a preventative measure, performed power up process and calibration verification which passed.